Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
It was reported that a leak was observed at filter. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the filter was leaking was confirmed on model mz9226. Visual inspection and functional testing verified a leak from the 0.2 micron ped filter¿s weld line near the inlet port. Closer inspection under a lab microscope observed a partial seam separation. The reported primary set, pcu, and pump device that were in use during the customer event were not returned for evaluation. Functional testing was performed. Small droplets leaked from the 0.2 micron ped filter¿s weld line near the inlet port. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that the filter was leaking while patient was receiving critical medications. The tubing was replaced. Although requested, additional information was not provided.

Event description:
It was reported that the filter was leaking while patient was receiving critical medications. The tubing was replaced. Although requested, additional information was not provided.